Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the air/water cylinder and foreign material on the air/water tube. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of foreign material on air water (cylinder) and foreign material on air water (tube) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.